Manufacturer narrative:
Date is estimated; month and year are valid. Correction: see MFR report number: 3004209178-2021-17208, for previous report of the first portion of current. Moved to current file, but reported on time in referenced MFR report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had discomfort while they were recharging. The sensation was felt at the start of recharge session, and randomly. Patient was not hot or sweaty. Patient reported they experienced "a massive shock" while starting recharging session yesterday. Patient stated that they had on a tank top and a towel between implant and the recharger. Patient states they felt the jolt to the right of incision and has so much pain in spine today. They described the sensation as "a big jolt." They mentioned their back was "just killing them today". Patient said they were able to finish recharging session with belt on but took 1 hour from 40%. They mentioned message searching for device. They also said they called the manufacturer representative (rep) yesterday and was redirected to patient services. Patient stated first recharging session 1.5 weeks after implant procedure after receiving clear to do so from healthcare professional (hcp) and rep, however it resulted in incision site pain for hours following session. The implant site being healed had been cleared by the doctor. The belt was not used. The following troubleshooting steps were performed; recommended using recharging belt while recharging and make sure metal pins are covered. Patient will contact hcp to have internal ins checked and incision site checked. It was unknown whether troubleshooting improved the sensation. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had a 1707 error. Technical services tried to get the manufacturer representative (rep) to start a recharge session. While trying to get another agent, the rep disconnected. Troubleshooting was unable to be performed. The rep said the implant was half an inch deep, and they could feel all four sides of the implant. An outbound call was made to the rep to assist with the recharging issue. The caller again indicated code 1707, and the meaning was reviewed. They were able to get consistent recharging when the patient was standing, and confirmed a positional recharge issue. The belt slid up when the patient sat down. The caller would review with the patient to make sure the recharger was over the ins. The event date was since the latest replacement on (B)(6) 2021, and the aware date was the date of the call. There were no patient symptoms nor further complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the recharging issue was determined due to positioning. It was resolved. This was due to the patient's body habitus. As they stood, the belt slid up about seven to nine inches, which put it out of range for the rechargeable device. The issue was resolved at the time of the report. The rep clarified they were notified of the issue at the time they called into technical services. They were not made aware prior to walking into the room to help the physician with the patient.